Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep erased the flash memory, and formatted the hard drive, and the calibration files. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would display a file corrupted error message. No pt injury was reported.